Event description:
Patient reported for left side "painful", "rupture, silicone around breast", "multiple silicone deposits in armpit lymph nodes", "implants have been recalled", "multiple silicone lymphadenopathy". Also reported "lump in breast became enlarged" which is not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, yellow particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported for left side "painful", "rupture, silicone around breast", "multiple silicone deposits in armpit lymph nodes", "implants have been recalled", "multiple silicone lymphadenopathy". Also reported "lump in breast became enlarged" which is not related to the device. Physician additionally reported, capsular contracture baker grade iii. Device remains implanted. This relates to the left side.